Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic wires') and pelvic pain ('pelvic pain, chronic') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and endometrial ablation. Previously administered products included for an unreported indication: lupron. Concurrent conditions included gravida ii, parity 2, dysplasia and paratubal cyst. Concomitant products included ibuprofen since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 12 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain") and loss of libido ("I still have pain and do not have any sex drive"). The patient was treated with surgery (hyst. (Full), salping. Bilateral) and laparoscopic hysterectomy/bilateral salpingectomies). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, pelvic pain, abdominal pain lower and loss of libido outcome was unknown, the abdominal pain and dyspareunia had not resolved, the dysmenorrhoea was resolving and the menorrhagia, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, fatigue, loss of libido, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) conducted- result: unknown. Pathology test - on (B)(6) 2013: gross: right cornu is remarkable for embedded metallic wires. Two fallopian tubes, first is 3.8 cm long by 0.5 cm in diameter, pink-tan, fimbriated and has a few paratubal cysts up to 0.2 cm in greatest dimension. On section, fallopian tube with a pin-point lumen throughout. The proximal aspect of the lumen has embedded yellow-tan material of undetermined significance. The second fallopian tube is 4.2 cm long by 0.7 cm in diameter, pin-tan to violaceous, fimbria. Sectioning reveals pin to tan cut surfaces and a pin-point lumen throughout. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received. New events: abnormal bleeding (vaginal), lower abdominal pain, loss of libido, embedded device was added. New reporters, onset dates were added. Concomitant conditions, drug, historical drug and conditions were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full), salping. Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea outcome was unknown and the menorrhagia and fatigue had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) conducted- result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia (painful sexual intercourse), menorrhagia, fatigue. Outcome of the events menorrhagia, fatigue were updated to recovered/resolved. Reporter and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.